Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Nurse reported via phone call high blood glucose, low blood glucose and hospitalization. Troubleshooting for high and low blood glucose was performed. Customer's blood glucose was as low as 51 mg/dl. Customer's current blood glucose was 266 mg/dl. Customer was unable to properly insert the infusion sets and attempted to move the piston. Customer was unable to complete the rewind process. Customer ate chocolate cookies and was off of the insulin pump which resulted in high blood glucose and hospitalization. Customer's husband declined to further troubleshoot.